Manufacturer narrative:
The reagent lot number is 82267901, with an expiration date of 31-may-2026. The field service engineer inspected the analyzer and found a blocked nozzle for a water blank in the rinse station and incomplete items in the special wash page. He cleaned and adjusted the rinse station nozzles and volume, cleaned the water tank, and completed the special wash page. He performed a 21-cup precision test with successful results. The investigation determined the event was consistent with an instrument-related (blocked rinse station). The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable creatinine jaffe gen.2 result from one patient sample tested on the cobas 4000 c311 stand alone system. The initial result was 0.2 mg/dl. The repeat result was 1.28 mg/dl. The initial result was not reported outside of the laboratory. The repeat result was deemed correct.